Manufacturer narrative:
(B)(4).

Event description:
It is reported that: the swg was found to be kinked prior to use on patient. There was no patient involved. Another device was opened and used without issue.

Manufacturer narrative:
Qn# (B)(4). The customer provided two photos for analysis. The complaint of a guide wire kinked was able to be confirmed by the photo. It was also noted that the guide wire tubing and the pouch were kinked/creased in the same location as the guide wire. It was also noted that the words "do not bend" are visible at the top and bottom of the lidstock. The manufacturing site has been previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. An engineering change order was implemented in (B)(6) 2018 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The returned lidstock was reviewed and the words "do not bend" are clearly visible at the bottom and top of the lidstock. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the supplied photo. A kink was observed on the guide wire body. In addition, folds and creases were also observed on protective tubing and the outside packaging. A device history record review was performed with no relevant findings. The lidstock clearly states "do not bend". Based on the customer description and the images provided, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It is reported that: the swg was found to be kinked prior to use on patient. There was no patient involved. Another device was opened and used without issue.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It is reported that: the swg was found to be kinked prior to use on patient. There was no patient involved. Another device was opened and used without issue.